Event description:
It was reported that the catheter was successfully placed into the male pt's right jugular vein on (B)(6) 2011. On (B)(6) 2012, there was a split in the venous extension branch. The nurses decided to change to the tego caps instead of the b. Braun ones. They also stated they do not use iron clamp to connect or disconnect. There have been no nursing changes and they do not use alcohol or acetone. On (B)(6) 2012 - f/u info confirms the product number should be (B)(4). This is a general complaint where there was a crack discovered during dialyzing and there is no info available to confirm if there was any leaking from the crack. They exchanged the extension lines using a repair kit immediately after they found the crack. There was a slight delay in treatment with no harm to the pt, no pt death, and no pt complications. The pt outcome was okay.

Manufacturer narrative:
(B)(4). Sample will not be returned.